Manufacturer narrative:
Pump unable to prime during prime and a33 test due to faulty gold fsr. The pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Unable to verify no delivery alarm due to prime anomaly. Motor passed motor test. Pump had minor scratched display window and cracked battery tube threads.(B)(4).

Event description:
The father of a customer reported via phone call that the insulin pump alarmed a series of motor errors during basal. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and found that the pump was able to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.